Event description:
It was reported that (B)(6) 2026 medical staff for the patient to perform ureteral stone surgery, the use of ureteral stents during the operation found that a section of the stent was twisted and kinked. Pushing the tube was difficult to cause the surgeon failed to give the patient a successful placement of the tube, in order to avoid medical malpractice, immediately reopen a new stent, the operation was successfully completed, the report of the relevant device adverse events.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.